Manufacturer narrative:
An event regarding instability involving a metal femoral head was reported. An event for disassociation where a loss of taper lock between the head and stem was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The mar indicated "a stain was observed on the articulating surface of the head, consistent with the decontamination process. The taper of the head shows damage. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion." The mar concluded: damage was observed on the stem trunnion, head taper and insert rim. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The trunnion fractured in fatigue. Eds showed stem was consistent with astm f1813 titanium alloy. Burnishing, scratching and third-body indentation were also observed on the insert. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." Additional information, including operative reports, progress notes, and serial x-rays are however needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Sales rep reported a revision surgery of the right hip due to broken stem which caused instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a revision surgery of the right hip due to broken stem which caused instability.